Manufacturer narrative:
The customer reported a complaint that "the lcd of the autopulse platform (sn (B)(4)) lights up; however, it does not show any messages" was not confirmed during the functional testing. The customer reported complaint was not reproduced during the testing. The autopulse platform functioned as intended. Upon visual inspection, zoll service personnel noticed a crack on the top cover and front enclosure unrelated to the reported complaint. The root cause for the physical damage is likely attributed to user mishandling such as a drop. The damaged covers will be replaced to address the observed physical damage. The autopulse platform passed the initial functional testing without any fault or error. Zoll service personnel power cycled the autopulse platform several times using different autopulse li-ion batteries, and no problem was observed. The lcd functioned as intended; thus, not confirming the reported complaint. The autopulse platform was further evaluated by subjecting it to a run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 5 minutes without fault or error. Zoll is awaiting customer approval for service repair.

Event description:
During shift check, the user noticed that the lcd of the autopulse platform (sn (B)(4)) lights up; however, it does not show any messages. No patient involvement.